Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). No product was returned. The investigation determined the most probable cause to be a main board failure, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device ?failed overnight" which resulted in the patient not receiving the full dose of medication. It was noted that the air detector and upstream sensor were off, no closed system drug-transfer (cstd) was used to fill the cassette, and no pump was used to prime the extension tubing. The patient returned to the clinic. Per the reporter, there were no patient adverse effects.